Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphic user interface (gui)) printed circuit board (pcb), both invertor boards and reseated a loose touch frame cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing an 840 ventilator upper display was dark. There was no patient involvement. The customer swapped the lcd panels.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.